Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for a post op check, lead dislodgement was observed via x-ray. Increasing pacing impedance was observed, but it was still within range. The lead was explanted and replaced. The patient was stable.